Manufacturer narrative:
Follow-up submitted to correct implant date in section d6. Updated section b4 for report submission date, g1-g2 for follow-up report submitter, g7 for report type and follow-up number, h2 for follow-up type.

Manufacturer narrative:
Exemption # e2012017. Report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), patient experienced lack of primary stability.